Event description:
It was reported that the patient underwent a brain MRI without checking if the device was MRI-compatible and without technical assistance. The device went into backup mode. A device restoration was performed successfully. There were no adverse health consequences, the patient was stable.